Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one of the essure inserts stretched across the uterus and embedded in the wall (embedded device), she underwent hysterectomy with essure removal around 6 months after placement . The reported event is serious due to medical importance and anticipated in essure's reference safety information. Uterine partial perforation, seen as embedded device, may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had abdominal pain and an embedment of one of essure inserts was detected by hysterosalpingogram and an hysterectomy was required. Although the exact mechanism of the reported embedment was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since a device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is awaited.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("one of the essure inserts stretched across the uterus and embedded in the wall") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. In 2016, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and device physical property issue ("one of the essure inserts stretched across the uterus and embedded in the wall"). The patient was treated with surgery (hysterectomy with essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the embedded device and device physical property issue outcome was unknown. The reporter provided no causality assessment for embedded device and device physical property issue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: hysterosalpingogram result was one coil stretched across uterus, embedded in wall (abnormal nos). Company causality comment: this medically confirmed spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one of the essure inserts stretched across the uterus and embedded in the wall (embedded device), she underwent hysterectomy with essure removal around 6 months after placement . The reported event is serious due to medical importance and anticipated in essure's reference safety information. Uterine partial perforation, seen as embedded device, may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had abdominal pain and an embedment of one of essure inserts was detected by hysterosalpingogram and an hysterectomy was required. Although the exact mechanism of the reported embedment was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since a device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of embedded device ("one of the essure inserts stretched across the uterus and embedded in the wall") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and device physical property issue ("one of the essure inserts stretched across the uterus and embedded in the wall"). The patient was treated with surgery (hysterectomy with essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and device physical property issue outcome was unknown. The reporter provided no causality assessment for device physical property issue and embedded device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: one coil stretched across uterus, embedded in wall (abnormal nos). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the gynecologist/obstetrician is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2017: unsuccessful follow up attempts were performed. Company causality comment: this medically confirmed spontaneous case report refers to (B)(6) -year-old female patient who had essure (fallopian tube occlusion insert) inserted and one of the essure inserts stretched across the uterus and embedded in the wall (embedded device), she underwent hysterectomy with essure removal around 6 months after placement . The reported event is serious due to medical importance and anticipated in essure's reference safety information. Uterine partial perforation, seen as embedded device, may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had abdominal pain and an embedment of one of essure inserts was detected by hysterosalpingogram and an hysterectomy was required. Although the exact mechanism of the reported embedment was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since a device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No further information was obtained despite follow-up attempts.